Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would prime, but that when running it was not actually delivering. The patient did go to her doctor, and have her g-tube flushed and changed, but they stated that the pump still was not delivering. They also stated that the patient went to the ER, and had an x-ray to make sure there were no blockages in her g-tube and to have her blood sugar tested. There were reportedly no issues and the patient was discharged. The initial reporter stated that the patient did experience a delay in therapy, but that the patient had not had any adverse effects and that they were expecting a replacement pump to be delivered. Complaint-(B)(4).